Event description:
The account alleged the bed goes into reverse when the intellidrive handles are pushed forward. No patient impact.

Manufacturer narrative:
The technician reseated the handle connectors in the handle strain gauge assembly to resolve the issue.